Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. It was noted that the device classified episodes of af, but there were discernible p waves. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostic anomaly. It was noted that the device classified episodes of af, but there were discernible p waves. Programming changes were performed. The patient was in stable condition.